Event description:
The milling tool jammed in the battery handpiece, causing the hand piece to turn out of the surgeon''s hand and hit his head. Reportedly, the surgeon did not incur any injuries, however, the sterility of the power tool was affected.

Manufacturer narrative:
Investigation is on going; no conclusion could be drawn as no device was returned or lot number provided.